Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # sd480.112, lot # l401332: manufacturing location: (B)(4), release to warehouse date: 28.apr.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The complaint is not valid as based on the statement on the order and images for approval form, that the ¿screw length is approximate. Surgeon will make the sole determination of the final screw length to be used¿. Therefore, the procedure mentioned in the complaint is recommended practice how to handle the screw length table intraoperatively. However, a review of the screw length selection with the trumatch cmf team in (B)(4) was done in order to optimize the screw length selection for biotical screw fixations during the pspm plate design step. In addition the IFU for the pspm, (B)(4), also describes the use of the depth gauge that determines the screw length. Complaint is not classified as serious injury and unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6), 2017, for mandible reconstruction with fibula graft the screw length on fixation for the mandible was 2/4 mm too long compared to the pre-operative planning. Four screws were too long, therefore they stopped using the plan after that and just implanted the screw at the surgeon discretion. The operation finished with the placement of the plate and all screw holes were used. The surgery was prolonged for about ten (10) minutes. The allegation is against the plan. No information available about patient condition and outcome. This is report 1 of 1 for complaint (B)(4).